Manufacturer narrative:
Manufacturer narrative: the customer reports the cns (central network station) screen froze overnight. The customer also reported that when the device freezes all sectors appear to go into triangle waveform and the alphanumerics also disappear. He also states the upper half of the device screen will occasionally start flickering when trying to print strips. The device was returned to nihon kohden, evaluated, and the report of the device freezing was not duplicated. However, the reported issue of the device flickering could be duplicated by moving the mouse rapidly. A loaner cns was sent to the customer on (B)(6) 2016, and they reported the same issues appeared on the loaner as well. A second loaner was sent on (B)(6) 2016. The issue was resolved by having the customer correctly set the printer driver to direct print. Once the setting was set correctly users were able to print any print job without causing com-loss. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 whn additional information becomes available.

Manufacturer narrative:
The customer reports the cms (central monitoring system) screen froze overnight. The customer also reported that when the device freezes all sectors appear to go into triangle waveform and the alphanumerics also disappear. He also states the upper half of the device screen will occasionally start flickering when trying to print strips. The device was returned to nihon kohden, evaluated, and the report of the device freezing was not duplicated. However, the reported issue of the device flickering could be duplicated by moving the mouse rapidly. A loaner cms was sent to the customer on (B)(6) 2016, and they reported the same issues appeared on the loaner as well. A second loaner was sent on (B)(6) 2016. Investigation still ongoing. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reports the cms (central monitoring system) screen froze overnight. The customer also reported that when the device freezes all sectors appear to go into triangle waveform and the alphanumerics also disappear. He also states the upper half of the device screen will occasionally start flickering when trying to print strips.